Event description:
Customer reports recurring pneumonia. The customer is currently under hospital care and has received IV antibiotics. Over the past six weeks, he has had biweekly visits with multiple physicians. He has been diagnosed with pneumonia and prescribed high doses of an unspecified antibiotic, along with oxygen therapy for home use.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU). Reported for due diligence: the underlying cause of the customer's pneumonia remains undetermined. The customer reports feeling that his health concerns have not been fully addressed by his physicians and believes the condition may be linked to an undiagnosed pulmonary issue. An RMA was offered; however, the device was not returned. Given the uncertainty surrounding the cause, this complaint is being reported out of an abundance of caution. The required term/code for this report was unavailable. Since the customer did not return their device, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead.